Event description:
It was reported by the physician that a patient had their device programmed off for an MRI and when turning it back on after the MRI, there was a programmed output current not being delivered message. It was indicated that this physician has seen output current not being delivered multiple times. Given it is known that the message can be seen multiple times with the same patient but is unknown as to whether it only occurred with a single patient, MFR. Report # 1644487-2020-00009 reports the incident that was found with the patient who was being programmed back on after the MRI. This report captures the other patient in which the physician may have seen this message with as well. Additional information was later received that no treatment was affected and diagnostics were performed. Per the nurse at the physician¿s office, the device was also re-interrogated after seeing the message. Based on the information received to date, it appears the output current not delivered message may be related to the m3000 (B)(4) "current not delivered message". Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. No additional relevant information has been received to date.

Manufacturer narrative:
Internal reference number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2020, and the physician was provided a notification letter with recommended actions.